Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recz1898 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that on (B)(6) PICC inserted. By (B)(6) PICC kinked and was not functioning. External dressing changed and there was difficulty flushing settled. By (B)(6) dressing needed to be redone as kinking easily on the outside. On (B)(6) dressing changed again for kinking between insertion site and the end of the PICC (externally). PICC removed (B)(6).